Manufacturer narrative:
Device evaluation: lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 the surgeon implanted a 13.2 mm micl13.2 implantable collamer lens, diopter -13.5, into the patient's eye. On (B)(6) 2017, the lens was replaced the lens with a shorter lens due to excessive vaulting. Reporter stated that the vaulting was "at 200%". Attempts to obtain further information have been unsuccessful.